Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had a watchdog timeout alarm. The customer's blood glucose level was unknown. The customer reported that they were unable to clear the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
No audio/beep anomaly noted. Device received with constant watchdog timeout alarm, problem isolated to interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to watchdog timeout alarm.